Event description:
Pt diagnosed for abdominal aortic aneurysm and bilateral common iliac aneurysm underwent abdominal aorta replacement procedure and superior mesenteric artery reconstruction in 2003. The following mo during hospital visit pt had fever (38 degrees c) and presented an inflammatory response. CT scans also evidenced perigraft fluid collection. It was however reported that, while crp remained high up to 3 months, inflammation response decrease and fluid collection resorbed.